Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that they had a bunion surgery where metal plates and screws were implanted and turned off their interstim therapy for the surgery. Patient said they "had the feeling" that the interstim was interfering with the healing of their wound so the patient had turned off their interstim therapy. Patient said they turned therapy on about 4 days ago but then the patient started to have a wound infection on their bunion and pain. Pt said when they turn therapy off it feels better and they have less pain. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they were scheduled to get a new interstim implant in january because their current implant battery was dying. Additional information was received from the patient on (B)(6) 2024. They reported they believed the ins was contributory to the delay in wound healing from bunion surgery on (B)(6) 2024. They turned off the ins as soon as they saw the wound changes. The outcome was part of the wound changed color (yellow, greenish) and a blister with yellow liquid developed. While the ins was on, more pain was experienced in the foot. They reported the infection was caused by the ins but they were not 100% sure. The ins is the only change that happened on (B)(6) 2024 when they turned it on this fresh surgery. The lab results of the yellow liquid came back negative for bacterial infection. They believe the electrical pulses may have caused interference with the would healing.